Event description:
Boston scientific received information that during a procedure to remove a competitor right atrial lead due to low pacing impedances and insulation damage the right ventricular lead was extracted with a laser to assure no damage was sustained to this lead during the removal of the right atrial lead. Difficult was encountered removing the right ventricular lead, and a part of the lead remained in the heart. Another procedure to remove the portion of the lead left in the patient was scheduled for a later date. The explanted portion of the lead will not be returned.

Manufacturer narrative:
Should additional information become available this investigation will be updated.